Event description:
On (B)(6) 2025, the user reported an ¿unable to proceed¿ alert during the fill tubing sequence of a supply change. Multiple restarts and dry run attempts resulted in the same alert, preventing completion of the fill tubing sequence. A replacement ilet was arranged, and the user will use backup therapy until arrival. Bg was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.